Event description:
It was reported that rn inserted PICC per procedure in 2005. Post PICC insertion cxr was done at bedside for PICC tip verification. Rn unable to visualize PICC in patient's chest. Patient was transported to radiology for fluoroscopy. PICC was found in cephalic vein in left arm. PICC was looped and knotted under the skin surface. Radiologist unable to remove PICC in fluoroscopy suite. Surgical removal was necessary. No further patient complications are reported at this time.